Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user refers a gradual decrease in auditory performance with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are planned but no date has been scheduled yet.

Event description:
The user refers a gradual decrease in auditory performance with the device. No imaging has been performed thus far. It was requested to do free field audiometry. No additional information has been received.

Event description:
The user has had a gradual decrease in auditory performance with the device. The user's hearing loss started at the age of 14 and progressed to a total hearing loss at the age of 17. The user has been re-implanted.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.